Event description:
During percutaneous coronary intervention (pci) of the left anterior descending artery (lad), it was reported that, post imaging, an intravascular ultrasound catheter (ivus) became caught on a stent. The physician accessed the lad by using a guidewire and guidecatheter via radial approach. The physician performed direct stenting of a stent in the lesion being treated. Following stent placement, the lesion was post dilated with a balloon catheter and ivus was performed, using automatic pullback, confirming full expansion of the stent. Upon retrieval of the ivus catheter, the guidewire exit port became stuck on the distal end of the implanted stent. The physician advanced the imaging catheter freeing it from the stent. The patient is reported to be doing fine.